Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2024, reported as "within the last two months." H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets were damaged. The hoses were smashed and crushed." This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.